Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2002, a sparc sling was implanted for stress urinary incontinence. On (B)(6) 2004, vaginal mesh exposure was diagnosed. Two office procedures were done to remove the mesh. Then two outpatient surgeries were done (in 2004 and 2005) to remove the mesh.